Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device (stt-gl-001/sm24680315), used with the complaint transmitter device, was returned on (B)(4) /2014. The returned complaint receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the receiver data log confirmed a intermittent "y" icon. The root cause was determined to be a hardware component failure. CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for about 20 to 25 minutes.dexcom has issued an rga for patient to return the device to be investigated.at the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.